Event description:
Physician reported unknown side rupture and "potential to cause lymphoma cancer" and ¿breast implant was bleeding silicone into my body". Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, g2.

Event description:
Physician reported left side rupture and "potential to cause lymphoma cancer" and ¿breast implant was bleeding silicone into my body". Device status is unknown.